Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10175. The pt received the scs system on (B)(6) 2011. It was reported the system had been programmed to cover hip and leg pain; but the pt requires coverage for hip and back pain. It was later reported the pt's ipg site was hit with a door causing pain and swelling at the ipg site. On (B)(6) 2011, the pt could no longer feel stimulation. Using the pt programmer to adjust stimulation did not resolve the issue. The pt also reported that she feels a lump in the middle and bottom of her ipg site. Sjm representative met with the pt and provided additional programs, which restored stimulation. No further complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.